Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a hepatitis b vaccine injection to the patient's left arm, the vaccine shot and needle protection device came apart from the needle. The needle was not secured into the protection device. The patient did not receive any of that injection. The patient was then given a successful hepatitis b vaccine into the right upper arm with all components fully intact. No injury was reported.